Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected: the silicone housing around the siphon guard was cut/torn, as well as marks in the siphon guard, and cut/tears in the silicone housing on the opposite side. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the cut/tear in the silicone housing. The valve was not reflux tested due to the damaged silicone housing. The siphon guard was not teste per IFU due to the damaged silicone housing. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records for the certas valve, was not possible as the lot number was unknown. The position of the cam when valve was received was at setting 4. The valve was visually inspected: the silicone housing around the siphon guard was cut/torn, as well as marks in the siphon guard, and cut/tears in the silicone housing on the opposite side. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the cut/tear in the silicone housing. The valve was not reflux tested due to the damaged silicone housing. The siphon guard was not tested per IFU due to the damaged silicone housing. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records for the certas valve, was not possible as the lot number was unknown. The root cause for the tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Procedure shunt surgery. The patient was taken to theatre for revision of blocked shunt on the (B)(6) 2017. The valve is programmed to a setting 4 (which is visible when looking at valve). When the surgeon attempted to flush the shunt post ex plant he has stated the valve is blocked and the priming fluid was not flowing through the valve and coming out the distal end of the shunt. The fluid was filling the reservoir section of the valve and coming back out the proximal end. Action taken alternative valve opened and implanted. Patient (B)(6) male aged (B)(6) years. No ae to patient. No time delay to procedure.